Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device tamper tube was unable to be removed. The physician removed the tamper tube by incising subcutaneous tissue. Since a lot of bleeding continued, the collagen sponge and anchor were removed by surgery. It was observed that the anchor was located about 5mm away from the puncture site and the collagen sponge was not properly positioned. Hemostasis was successfully achieved by surgical treatment. There was non-serious health damage. The estimated blood loss was less than 250cc. There was no patient injury, medical/surgical intervention required. The procedure before deploying the device was iabp. It is unknown if a pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was unknown. There were no other device or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5 and the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. It is likely that the alleged event could have been due to tension not being maintained while deploying or over-compaction of collagen that resulted in the collagen deposition into the artery. However, with no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 08oct2020. The anchor and the collagen were located intraluminal when removed, the anchor was in the artery and located 5mm distal to the puncture site. The collagen was also in the artery. The tamping tube was unable to be advanced down fully to compress the collagen on top of the artery due to the tamping tube being stuck in the patient's skin. The physician determined that the product was not the cause of this event.